Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported, a perceval pvs21 was implanted and explanted on (B)(6) 2018. It was replaced with edwards size 19 during the same day. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.